Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that device failure lead to the alleged event. As soon as additional information has become available and/or the device(s) are returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that the sulox head has broken approximately 2 years after initial surgery and was removed. When surgeon reduplicated the initial surgery situation of the head with a trial head of similar size and did a range of motion, he realized that in deep flexion the stem impinged at the anterior rim of the pelvis.